Event description:
A surgeon reported that, during a intraocular lens (iol) implant surgery, one of the haptics was twisted in the injector and it was hard to fold the iol into anterior chamber of the pt's eye. He also reported that suddenly the folded iol shot out from the injector with great strength. The iol was hidden under the iris, in ciliary body area and the pt experienced iridial bleeding. The surgeon stated he was able to control bleeding and turn the iol into right position. Additional information was received from the surgeon, who reported the iol was seen in the capsular bag but the posterior capsule was ruptured. The iol was left in the eye and the outcome of the event was resolved with treatment.

Manufacturer narrative:
Evaluation summary: the device was returned. The lens remains implanted. Solution is observed dried in the device. The plunger is fully deployed. No device damage was observed. Customer indicated the use of an unapproved viscoelastic. Results from the product history record review indicated the product met release criteria. The product investigation could not determine a root cause. The device meets specifications. The event may be related to a failure to follow the dfu. The use of an unapproved viscoelastic may contribute to misfolding of the trailing haptic or other unpredictable outcomes, which may result in lens damage or improper delivery. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information. (B)(4).